Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis indicated that the allegation was confirmed based on the observation of a broken terminal end. It appears that the lead experienced a force on it in this area greater than the lead was built to withstand.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant lead damage. While attaching flush adapter to the terminal pin, the pin broke off from the lead body. The lead was never implanted, and a new lead was used. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant lead damage. While attaching flush adapter to the terminal pin, the pin broke off from the lead body. The lead was never implanted, and a new lead was used. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.